Event description:
Narrative from staff: I was called to assist in placing and epidural on a patient in preop. It was a difficult epidural to place, however once I was able to get the catheter in (perifix continuous epidural anesthesia tray - a clear and yellow connector), I tried at least 4 different connectors on the epidural catheter and could not get any of them to allow injection of the local anesthetic. I eventually had to remove the epidural catheter and replace with a wire reinforced arrow catheter with a completely different connector which was successful. I tried to make it work with the catheter that I had placed but it was not possible to find a connector that worked.